Event description:
It was reported that the subject device had error b30,error e226,no picture on the screen and multicolor wavey lines. The issue was an out of box failure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure b30 (scope communication error) was confirmed and error 226 not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.